Event description:
On (B)(6) 2012, the distributor contacted animas stating that the up arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast and down arrow buttons had intermittent unresponsiveness. The up arrow button was unresponsive and the ok button was normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.